Manufacturer narrative:
Block a4: the patient's weight is 77.5 kg; reported here as the patient's weight exceeded character limit for designated field. Block h6: imdrf device code a0401 captures the reportable investigation result of cutting wire break. Block h11: investigation results the returned truetome 44 was analyzed, and a visual inspection found that the working length was twisted, and the cutting wire was blackened, kinked and broken from the proximal pierce hole. The handle was not damaged. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was kinked and broken from the proximal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The break in the cutting wire could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, causing premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bend the cutting wire as observed in the product analysis. Also, it was found the working length was twisted; this problem could be caused after multiple attempts to rotate handle of the device or during the introduction of the device into the scope. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a truetome 44 was attempted to be used in the gallblader during a gallstones procedure performed on (B)(6) 2025. During the procedure, the handle was fractured. The procedure was completed with another truetome 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of a cutting wire break. Please see block h11 for full investigation details.